Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed myopotential oversensing on the implantable cardioverter defibrillator (ICD). No changes or intervention was performed. There were no patient consequences.